Event description:
It was reported that during the procedure prior to insertion, this device was interrogated and displayed a code 1003 indicative of battery voltage too low for the projected remaining capacity. The device was exchanged for a new one to complete the procedure. No adverse patient effects were reported. This device is expected for return.

Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during the procedure prior to insertion, this device was interrogated and displayed a code 1003 indicative of battery voltage too low for the projected remaining capacity. The device was exchanged for a new one to complete the procedure. No adverse patient effects were reported. This device is expected for return. Additional information: despite numerous attempts to obtain product return, this device was not received, and no further correspondence regarding return was provided from the field. Should additional information become available, a supplemental report will be provided.